Event description:
The customer reported that fluid invasion and intermittent dim light occurred with the evis exera ii xenon light source. The event occurred during an unknown procedure. A similar device was used to complete the procedure there was no patient harm or user injury reported due to the event. This report is being submitted for the fluid invasion.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of intermittent dim light and fluid invasion was not confirmed. A worn-out socket slider switch causing intermittent use of high intensity mode was noted. A non-olympus lamp life meter was reading below 50 hours and the light output was measured within range. In addition, charred fuse component on ac inlet of the power supply, burn marks on the lamp, igniter & iris cable requiring an upgrade were all observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined for the fluid invasion. <facts obtained from the investigation> ·the repair department could not confirm the occurrence of the phenomena. ·according to the manufacturing history, no abnormalities and modifications in manufacturing are confirmed. Based on the following facts obtained from the investigation, we could not identify the cause of the charred fuse. <facts obtained from the investigation> ·according to the repair department, charred fuse components were confirmed. ·according to the manufacturing history, no abnormalities and modifications in manufacturing are confirmed. Olympus will continue to monitor field performance for this device.